Manufacturer narrative:
(B)(4). This event also includes device (B)(4).

Event description:
On (B)(6) 2009, the patient was treated for an aortic abdominal aneurysm. Six excluder devices were implanted, and the patient tolerated the procedure. On (B)(6) 2021, the patient was treated emergently for a ruptured aneurysm. It was determined that a type iii endoleak had occurred between two components, allowing the aneurysm to expand and rupture. A gore® excluder® aaa endoprosthesis was place in the gap between the two separated devices. After successfully placing the device, as the delivery catheter was being removed, the olive tip separated from the catheter. The physician was able to retrieve the olive, and the patient tolerated the procedure. The delivery catheter will be returned for evaluation.